Event description:
It was reported that the pt was unable to recharge their neurostimulator for several months due to a serious medical condition that required hospitalization. The device would not respond to the power-on-reset condition after 5 attempts to reset the device. The device was subsequently explanted and replaced. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37711, (B)(4) showed that the device was in an overdischarged condition and had not been recharged for a long time. This reduced the battery capacity and permanently damaging the device. Three overdischarge conditions were noted to have occurred on the device.